Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated with two reagent packs and calibrators from the same lot. The customer recalibrated with another reagent and calibration was accepted. The customer's instrument maintenance was reviewed and the customer was advised to decontaminate the bulk solution lines, replace the instrument probes and recalibrate the assay. The customer reported the calibration failure persisted after performing the recommended maintenance procedures. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.